Event description:
It was reported that the patient experienced pain because the pocket was too shallow. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced, and the pocket was revised. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.